Event description:
During a pda coil closure on a (B)(6) female patient with a pre-existing condition of patent ductus arteriosus (pda), the embolization coil was deployed across the pda. However, the coil did not compact itself like normal, but remained opened and stretched, protruding into the aorta. The coil was snared out and another coil of the same size was deployed. Procedure was redone with another coil. No additional information was provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Event is still under investigation.